Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
At the implantation of the subject pacemaker on (B)(6) 2014 there were some problems to fix the rv lead in the header. But the fixation seemed to be appropriate. During the follow up performed after implantation rv impedance above 3 kohms was measured. A re-intervention was performed immediately. The physician recognized that the rv lead was probably not screwed in the header. He tried to fix again the lead. The measurements performed during the intervention showed appropriate values. At a follow up 4 hours after the re-intervention the rv impedance was again above 3 kohms. The physician suspects a connection issue. The subject pacemaker was replaced.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
At the implantation of the subject pacemaker on (B)(6) 2014 there were some problems to fix the rv lead in the header. But the fixation seemed to be appropriate. During the follow up performed after implantation rv impedance above 3 kohms was measured. A re-intervention was performed immediately. The physician recognized that the rv lead was probably not screwed in the header. He tried to fix again the lead. The measurements performed during the intervention showed appropriate values. At a follow up 4 hours after the re-intervention the rv impedance was again above 3 kohms. The physician suspects a connection issue. The subject pacemaker was replaced.

Event description:
At the implantation of the subject pacemaker on (B)(6) 2014, there were some problems to fix the rv lead in the header. But the fixation seemed to be appropriate. During the follow up performed after implantation rv impedance above 3 kohms was measured. A re-intervention was performed immediately. The physician recognized that the rv lead was probably not screwed in the header. He tried to fix again the lead. The measurements performed during the intervention showed appropriate values. At a follow up 4 hours after the re-intervention, the rv impedance was again above 3 kohms. The physician suspects a connection issue. The subject pacemaker was replaced.